Manufacturer narrative:
A follow up will be submitted when additional information becomes available.

Event description:
A abnormal high delta p soon after commencing therapy was reported. The device was swapped during therapy and 'normal' values were given by the system. Complaint number: (B)(4).

Manufacturer narrative:
Initially the following was reported: "abnormal high delta p soon after commencing therapy - device swapped during therapy and 'normal' values were given by the system" according to the service report 43379636 the field service technician (fst) was on site on (B)(6)2020 and replaced the connection cable for disposables (701048802). After replacement the unit was cleared for clinical use. As a most probable root cause it could be determined that there was corrosion on the pressure connection.this is most likely due to the clinical staff not cleaning the instrument properly and not drying the cleaning agents at the end of the cable. As stated by the fst he showed customer how to properly store these cable to avoid future issues. The behavior was already investigated in complaint tw#139961. According to the investigation report lce 3446 (dated 2017-09-18) the surface of the cable-socket was covered with pale residues and oxides, presumably caused by saline fluid (priming fluid). Corrective step during priming procedure would be either a covered socket, keeping it connected with hls or store it at the holder for hls connection cable on sensor panel. Thus the reported failure could be confirmed. The event occured during treatment and the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).